Event description:
It was reported that "co measurement was abnormal during use. It is unknown what the co value was but an unusual leap of the thermodilution curve was observed. The problem was solved when another catheter was used." There was no sample of tracing provided from the hospital. It is unknown if there were any error messages observed or if there was any abnormality noted on the catheter. There were no patient complications reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield was returned. The thermistor read 37.1 c when submerged into a 37.0 c water bath on vigilance ii monitor. The temperature reading was stable during testing. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.5cc air. Visual examinations were performed at 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of abnormal co could not be confirmed during the evaluation. No indication of a manufacturing defect noted during the analysis. It is not known if any clinical factors may have contributed to the event reported. No actions will be taken at this time.